Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was obtained from distributor and healthcare professional via manufacturer representative regarding implants being used for spinal surgery. It was stated that during the procedure, the surgeon followed the correct protocol; however, the internal locking screw was found to have stripped threads. Patient involved did not experience any symptoms as a consequence of this event. No further complications were associated with this event.

Manufacturer narrative:
H2: additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was obtained from distributor and healthcare professional via manufacturer representative regarding implants being used for spinal surgery. It was stated that during the procedure, the surgeon followed the correct protocol; however, the internal locking screw was found to have stripped threads. Patient involved did not experience any symptoms as a consequence of this event. No further complications were associated with this event. Additional information was received stating that this is not a complaint.